Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 69mg/dl. The customer consumed carbohydrates to address the bg level. Recommendation was made to consult with a health care provider to discuss diabetes management. The customer reported that the pump would continue to be used for insulin therapy.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed on (B)(6) 2017. There were no erratic bolus requests or basal rate adjustments. There were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence of device malfunction.